Event description:
The ge oec 9600 fluoroscopy system had a described arcing issue.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective x-ray tube that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. No pt injury or harm was reported as a result of the noted malfunction.